Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as it exhibited a 30% decrease of battery within 6 months. Subsequently, this device was explanted and replaced. The s-ICD was retained by the health care facility and is not expected to be returned for analysis. No additional adverse patient effects were reported.